Manufacturer narrative:
The analysis of this product is not able to provide enough information due to the product was not returned.

Event description:
It was reported that a few days after this system was first implanted, this patient presented to the emergency department with chest pain. Further review revealed the right ventricular (rv) lead exhibited elevated thresholds. A heart perforation was confirmed. Subsequently, both this right atrial (ra) lead and the rv lead were repositioned. No additional adverse patient effects were reported.